Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, an alarm log review and service history review were performed. The f-38 alarm was identified during functional testing and the alarm log review. The cause of the condition was determined to be damaged force sensing resistors. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a field service technician, a flo-gard infusion pump was found to have experienced an f-38 alarm. There was no patient involvement. No additional information is available.